Event description:
It was reported that the screen of the ventilator went black and when it comes back the expiratory minute volume was too low and waveforms were flat. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our fse. The ventilator passed the pre-use check and function check. No fault was found. The device logs were sent for evaluation. Evaluation of the received logs show that the reported black screen was a power cycling of the backlight. The backlight can sometimes restart which is an expected behavior. The backlight is constantly checked by the software to see if there is as much backlight as it should be on the monitor to be visible for the user. If this backlight current consumption is not within the limits after 6 checks then it probably means that the backlight control circuit is in an undefined state. Then the software will perform a power cycling of the backlight to get out of the state. This situation can be observed by the user as a black screen for a few seconds short period of time. The backlighting will create log post and will not affect an ongoing ventilation. The reported low expiratory minute volume could be found in the received logs as alarm for expiratory minute volume low. Also, volume delivery restricted alarms were generated as well. This is an indication of difficulties with ventilating the patient. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. The alarms are related to the parameter settings and alarm limit settings for the chosen ventilation mode. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. These alarms were generated before the power cycling of the backlight occurred. Our conclusion is that the power cycling of the backlight occurred but it did not affect the ongoing ventilation. The root cause of the expiratory minute low and flat waveforms have not been determined.